Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "blocked during use material deposits of bio origin". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "if suction is desired: attach to suction lumen of enfit¿ nasogastric sump tube. Attach to side a of enfit¿ lopez valve®". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer wanted to know if there was any risk with restricted suction caused by debris clogging the smaller suction adapter on the nasogastric tubes. It was recommended to periodically stop suction, irrigate and then continue suctioning and was told that it had been a perceived risk that they have heard but not of anyone encountering it. Customer stated that they have filed at least one medsun report that week because of clogging issues that were occurring frequently and wanted to know all documented steps for resolving clogs that bd had explored. Per follow via phone 29march2023, customer states they are still having the issues and that it appears the issues occurs more during post op as patients may have blood clots that get stuck during irrigation. No additional medical interventions were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer wanted to know if there was any risk with restricted suction caused by debris clogging the smaller suction adapter on the nasogastric tubes. It was recommended to periodically stop suction, irrigate and then continue suctioning and was told that it had been a perceived risk that they have heard but not of anyone encountering it. Customer stated that they have filed at least one medsun report that week because of clogging issues that were occurring frequently and wanted to know all documented steps for resolving clogs that bd had explored. Per follow via phone 29march2023, customer states they are still having the issues and that it appears the issues occurs more during post op as patients may have blood clots that get stuck during irrigation. No additional medical interventions were reported.